Event description:
It was reported that versacross connect access solution was selected for use during a left atrial appendage (laa) closure. A pericardial effusion (pe) was noted and the procedure was cancelled. Prior to the procedure, a baseline effusion less than 1 cm was noted. A half dose of heparin was given to the patient. The versacross rf wire was positioned mid mid using transesophageal echocardiogram (tee). A first attempt to cross septum was done, the radio frequency was given, and it did not cross the septum. Thus, transseptal cross was tried again, and it is suspected that during the second attempts, the right ventricle wall was hit. After crossing, an effusion was noticed on tee located circumferential around the heart. The pe was monitored and noted to be growing. The patient remained stable, however since after 15 minutes the pe had grown to (B)(4), the decision was made to drain the fluid. Protamine was administered and the laa closure procedure was aborted. A 400cc of blood was removed. The patient remained stable, and the drain was removed. The device is not expected to be returned for analysis (disposed). Only one versa cross connect kit used. No issue with dilator were noted. The wire was protruding from the dilator prior to the first crossing. No other issues were reported. In the physician's opinion, the versacross devices did not contributed to the adverse event. The act therapeutic was over 250.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.